Event description:
The customer reported that the machine had operating for an undetermined number of hours, when it began to generate multiple replacement scale incorrect weight change detected alarms. Facility's registered nurse attempted to determine the cause of the alarms, but they reoccurred several times. He observed that in a thirty-minute period, when the machine was set to remove 160ml in an hour, it actually removed 280ml of fluid from the pt. He called in and spoke with a gambro intensive care therapy specialist, who went through the troubleshooting procedure for responding to replacement scale incorrect weight change detected alarms. She suggested to recalibrate the machine's scales. The treatment continued uneventfully for an additional twelve hours when the alarms occurred again.